Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has a scratched screen and it is difficult to read. Customer also stated that she had difficulty with the battery cap. Blood glucose value is 79 mg/dl. Customer stated that the damage occurred due to wear and tear. Nothing further reported.